Event description:
The customer contacted baxter's service center for troubleshooting assistance of a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The drain volume (dv) was equal to 3ml. The home patient (hp) stated that they connected the wrong bag to the heater line so they disconnected it and reconnected it to the correct line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error, reuse of single-use product was confirmed because the patient reported during trouble shooting of an alarm situation, the patient connected the wrong bag to the heater line so they disconnected and reconnected it to the correct line. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.